Manufacturer narrative:
Replacements were sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to alkaline phosphatase reagent leak which occurred during shipping. No injury or operator exposure was reported